Event description:
A customer notified biomerieux that they had mis-identifications when using the vitek 2 gram negative ID test kit. A patient sample was identified by the test kit as pseudomonas putida. Api identified the organism to be kleb pneumo. When specifically asked, the customer noted no injury or death happened as a result of the mis-identifications. An investigation will be initiated by biomerieux to investigate this event.

Manufacturer narrative:
A customer notified biomerieux that they had mis-identifications when using the vitek® 2 gram negative ID test kit. An internal biomérieux investigation was performed. The submitted isolate was subcultured and testing included two (2) gn cards from the customer lot, two (2) cards from a random lot, and the api® 20e. All four (4) gn cards tested gave very good identifications of klebsiella pneumoniae. The api® 20 e gave a good identification of klebsiella pneumoniae (94%). Review of the customer's pseudomonas luteola data against expected reactions for klebsiella pneumoniae demonstrated five (5) atypical negative reactions (ado, bglu, dman, agal and phos) contributing to the mis-identification. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Vitek® 2 cards are performing as expected and no further action is required.